Event description:
One patient sample with discrepant results. Initial result was reported. No adverse events reported in association with incorrect results. Repeat results occurred on different analyzer (same methodology). Initial potassium result 5.1 mmol/l, repeat 4.1 mmol/l. Initial alb2 result 4.8 g/dl, repeat 3.9 g/dl. Field service representative unable to determine root cause. Performance tests were performed and were within specifications.